Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit does not autofill. The device was being tested with trainer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated field: h6(type of investigation, investigation findings, component, investigation conclusions). Corrected fields: h6( health effect ¿ clinical, health effect ¿ impact). A getinge field service engineer (fse) evaluated the unit and stated throughout the collector, it failed because the iabp port didn't seem to be connected. The fse performed a fault search, viewed and downloaded the logs. The fse replaced the pim (0997-00-1178) and performed all functional testing to factories specifications.

Event description:
It was reported that before use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit does not autofill. The device was being tested with trainer. There was no patient involvement.